Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information. That prior, to use of an autolog wash kit, the customer reported a leak. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information, that the wash kit bowl was leaking, during the beginning of the operation. The customer observed, the water leaking out during priming. The leak occurred, while priming, before running the first cycle. An error warning message did not appear. Medtronic received, additional information. That there was no damage noted, in the instrument or the disposable.